Manufacturer narrative:
Follow-up #1: date of submission 12/27/2013 device evaluation: the device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: there's multiple lines going through the oled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a display (line through display) issue. Patient reported that there were two vertical lines on the screen making it difficult to read. Patient denied that there was trauma or moisture exposure to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.